Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a recurring, unresolved error alarm. Blood glucose level at the time of the incident was not provided, but customer stated that it was high. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected critical block and inverse critical block did not add to zero error alarm. Alarms during testing however, critical block and inverse critical block did not add to zero error alarm, line number 163 file number 30, is found in the formatted history file due to a software error. The pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.